Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the issue was metal interference and the issue was resolved by removing the metal that was around.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having issues with the emitter. Site stated that they were unable to see the emitter while attempting to register the patient. It was believed that they may have had the wrong patient tracker tool card added. Once the tracker was added, the site was able to see the emitter. Before finishing the call, the site stated that the emitter would go in and out of tracking details. Technical services (ts) helped troubleshoot the issue with emitter placement, correct tool cards, emitter details/tracking view and metal interference. There was a 10-15 minute delay to the procedure and no impact on patient outcome.